Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, the valve was successfully implanted. However, after removal of the esheath from the left common femoral artery, both percloses tore out of the vessel (not due to the edwards lifesciences esheath). An angioseal was inserted, but also failed. Bilateral radial access was attempted due to an abdominal evar but failed. They attempted to go up and over the evar, but it was too difficult to cross the wire and catheter. The vascular surgery was called, and a coda balloon was inserted and inflated. Access distal to the original puncture site was gained on the left side with a non-edwards sheath. Vascular surgery attempted an open repair of the left iliac vessel with a covered stent when angio confirmed a dissection/rupture of the left iliac-common femoral artery. Per report, it was noted the non-edwards sheath inserted post procedure went through the vein and artery on the left side. Patient was shocked 4x throughout procedure. Rhythm intact with pacer. Compressions started due to v-fib after vessel loops came down to insert covered stent. After multiple rounds of CPR the team decided to stop efforts and patient expired. Ew reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).